Manufacturer narrative:
A general reagent issue was excluded. The field service engineer adjusted the gear pump pressure, performed various checks, and confirmed the module running within specifications. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable li lithium result for one patient sample with a cobas 8000 c702 module. The initial result was 2.45 mmol/l. This result was reported outside of the laboratory and questioned by the doctor. The repeated result on a different cobas 8000 was 0.56 mmol/l. The second repeated result was 0.54 mmol/l. The reagent lot number was 542025 with an expiration date of 28-feb-2022.

Manufacturer narrative:
The investigation is ongoing.